Manufacturer narrative:
The investigation is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: the circuit would not pass the leak test. Circuit appeared to be leaking around the water trap connections as well as where the adapters connect to the circuit. No patient injury reported.